Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. During the inspection, the fse demonstrated the location of the presence pins on the universal surgical manipulator (usm) carriage home plate and noted that the distal presence pin appeared slightly depressed. When lightly pressed with a spare pen, the pin released to its fully extended position, and the arm status changed from flashing amber to blue. The fse was unable to reproduce the stuck presence pin issue and explained the findings to staff. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a transient mechanical sticking of the distal presence pin on the usm carriage home plate.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure that universal surgical manipulator (usm) 4 would not accept any instruments. The customer power cycled the system, with no change. The customer advised that the system was working fine at the moment and that they did not want to perform any troubleshooting. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arm was not used for the rest of the procedure, and the following robotic cases were shuffled into different rooms. The procedure was completed with three usm arms. Isi followed up with the initial reporter and obtained the following additional information: the customer declined to provide the patient's demographic information.